Manufacturer narrative:
No product will be returned per customer. The customer complaint of smartsite y port broke away from tubing could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the needleless y-port broke away from the set while pushing an intravenous pantoprazole using a 10ml syringe. It was then noted that the fluids began leaking from the broken port and the blood began to back up from the patient's central line access. The event occurred in surgical intensive care unit (sicu). Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that the needleless y-port broke away from the set while pushing an intravenous pantoprazole using a 10ml syringe. It was then noted that the fluids began leaking from the broken port and the blood began to back up from the patient's central line access. The event occurred in surgical intensive care unit (sicu). Although requested, additional information was not provided.